Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie received one (1) tsvtb11, (imp,tsv,3.7,11.5,mtx,mg) for evaluation. A visual evaluation was performed; the implant packaging was not returned. Only the inner vial was sent back for assessment. Inner vial was missing the implant holder. The coob is non-verifiable as the condition of the product when received by the customer is unknown / non-verifiable. Device history record (DHR) review was completed for the subject lot number 1280950. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1280950 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : packaging : damaged or un-sealed sterile barrier¿ based on the investigation and risk management file review, the most likely root cause determined was improper handling of product outside of zimvie controls. Therefore, based on the available information, a packaging malfunction could not be verified. The implant was not returned in its original packaging. Only the implants inner vial was returned, however, it was missing the implant holder. The reported event/coob is non-verifiable since the condition of the product/packaging received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided.

Event description:
The doctor reports that the internal packaging container of the implant presents a defect, and the procedure at tooth site 24 was completed with another implant of the same size.